Event description:
Baxter germany reports an effluent leak after removing the minicap. The twist clamp on the transfer set was in the closed position. The transfer set had been in use for 2.5 months. No pt injury or medical intervention reported.